Event description:
It was reported that the cuff did not maintain pressure and leaked air. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event: year of event has been provided, but month and day are unknown. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Other operator of device: operator of device is unknown. Investigation summary: one used, decontaminated sample was received for investigation. Under visual inspection the sample appeared to be in good condition. During the manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation tests were repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on the results of testing the reported failure was not observed. No trend of similar customer complaints was identified. A device history record could not be completed as no lot number was received.